Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 09-feb-2022, UDI#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins). It was reported that there was a lead insertion issue during the procedure. The representative stated that the doctor was unable to fully insert the lead all into the ins. It was confirmed that the set screw was backed out. When asked if the contacts looked good, the representative stated they looked fine and none of them were not out of round (i.e. Edges sticking out). The physician then tried another ins and the same issue. It was noted that the lead was not previously implanted with an extension and an older model (3023) ins. After it was confirmed that the header bore was clear and the set screw was backed out of the bore (back out by ½ to ¾ turn), the lead was still not able to be inserted into the ins. The issue was still not resolved. The physician was going to replace the lead. Additional information received from the representative reported that they were using the second ins with the new (second) lead and got impedance values of >4000 ohms on all contacts associated with 0. After the lead was wiped down and the impedance test run at 2.0 and 360 usec (up from 300 usec), the issue was confirmed to be resolved on follow up. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator device with serial# (B)(4), found setscrew backed out too far. Analysis of the lead with lot # va1p0lx, found proximal end stretched and setscrew impressions between the connectors on the insulation of the lead consistent with the lead not being fully seated in the connector block. Concomitant medical products: product ID: 3058, serial# (B)(4), product type: implantable neurostimulator. Product ID: 3889-28, lot# va1p0lx, implanted: (B)(6) 2018, explanted:(B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative clarified that the procedure was a stage 1 and not a replacement. When the doctor inserted the lead into the ins it would only go in half way through. After that a new lead introducer was opened and the directional guide was inserted to see if the set screw was blocking the canal. The doctor then backed the set screw out again with no luck. From the representative¿s observations, they could see the lead looked intact so another ins was opened. The same issue then happened as the lead could not advance through the ins. The lead was then replaced and a second battery was used. Impedances of >4000 ohms were obtain associated with 0. After the lead was wiped down, the impedance check was run at 2.0 and 360 and the issue was confirmed to be resolved.